Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
(B)(6) is calling on behalf of the customer; who complains of hi results. Customer states that he feels well and requires no medical attention at this time. The customer states that he experienced symptoms of dizziness and confusion. The customer's expected blood results are 70-100mg/dl fasting. Verified the strips expired 2/17/2018. Customer confirms the strips have been properly stored and were first opened november 2015. Customer performed a back to back blood test and obtained 372mg/dl and 326mg/dl fasting. Reviewed meter memory (B)(6). The customer is concerned with the results of the hi in the meter's memory. They state that the result could not be over 600mg/dl and believe the meter is giving incorrect blood results. The customer stated that the ambulance meter 15 minutes ater reading hi and their meter read 470mg/dl. The customer is feeling well at this time and has not had to seek any medical attention since (B)(6) 2015. Investigation required.